Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with a complaint of "power plug burned up and damaged case." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The unit showed evidence of thermal damage on the external rear cabinet and the plug on the line cord had one-sided thermal damage at the terminal post. There was no other evidence of thermal damage inside the cabinet of the unit. The findings indicate the root cause of the thermal damage was an externally-caused problem with the plug and line cord, such as low receptacle retention at the wall electrical outlet or impingement.